Event description:
Report received of an under-delivery of tpn due to the pump turning off with no pump alarm. The pump was programmed in the tpn mode with a 1-hour taper down for 18 hours with a total volume of 2200ml. It was reported that the patient runs the tpn overnite. The patient's spouse connects the tpn in the evening and the bag is usually completed by 1030 the next morning. The patient's spouse reported that at approximately 1030, the spouse went to disconnect the tpn and found that the pump was "completely dead" and there was approximately 1600ml remaining in the IV bag. The IV bag was kept in a backpack. There was no reported alarm during the night. The customer contact reports that the patient and the pt's spouse are light sleepers and usually hear the pump alarm. The patient has a central venous access, which was reported to remain patent after the event. No further tpn was delivered that day. The next infusion was given that evening as scheduled. There was no reported adverse patient event. The patient had no problems with the pt's blood sugar. The pump will be returned for testing and investigaion.